Event description:
It was reported that the right ventricular lead exhibited low defibrillation impedance. It was mentioned that the patient presented to the emergency room for being shocked for dangerously high atrial driven heart rates, possibly from drug use however the patient appeared healthy. Programming changes were performed. There were no patient consequences.